Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported a rupture. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Event description:
Health care professional reported a rupture. This relates to the left side. Device has been explanted.

Event description:
Health care professional reported a rupture. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive. (Shell thickness was within specification). No additional observation. No further actions are required as the device was implanted.